Manufacturer narrative:
Updated d4, g3, g6, h2, h4, h6 and h11. A photo provided by the health care facility was reviewed, the photo shows that the haptic was broken off and missing. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention that a non-validated injector was used to complete the procedure. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
Device was requested for evaluation but not available. The investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The healthcare facility reported that during an implantation of an intraocular lens (iol) in the right eye, the trailing haptic came off. The lens was removed and another iol was implanted. The procedure time was extended by less than 15 minutes, the incision size was extended and required sutures. The sutures are due to be removed 6 weeks post original surgery. The surgeon felt the likely cause was they had loaded the lens dry and felt it was difficult to maneuver in the injector and encouraged haptics to break.